Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was difficult to disconnect was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device produced heat, ran in a locked position and exhibited vibration. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device had a worn bearing, produced heat, exhibited vibration, ran in a locked position, produced excessive noise, had illegible labeling etch, component damage and cord damage. It was further determined that the device failed pretest for visual assessment, loctite assessment, safety assessment, noise assessment and handpiece temperature assessment. It was noted in the service order that the device was difficult to disconnect along with a compact speed reducer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: h6: investigation findings: please note that in addition to the failures included in the initial medwatch report, additional pretest failures have been added. Upon further investigation, it was noted that the device was also loose. This information does not change the assignable root cause of component failure due.